Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: during analysis of the sample some creases were observed in the anterior and posterior view and an area of shell abrasion was also observed in the posterior view. Within creases and shell abrasion a rupture was observed , measuring approximately 0.5 cm. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel 275cc silicone breast, catalog number, 3502751bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel 275cc silicone breast implants which the right side ruptured after implantation. The issue discovered during replacement surgery on (B)(6) 2019. The replacement device catalog number is 3502751bc, 7652153-074.